Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. Sample 1408151 had an initial sodium of 125 mmol/l, initial potassium of 3.4 mmol/l, and initial chloride of 120 mmol/l. These results were reported outside of the laboratory. The provider did not believe the results since they did not match the patient's history. On (B)(6) 2023, the patient was redrawn and the sodium result was 141 mmol/l, the potassium result was 4.0 mmol/l, and the chloride result was 104 mmol/l. The original sample was repeated and the sodium result was 141 mmol, the potassium result was 4.0 mmol/l, and the chloride result was 104 mmol/l.

Manufacturer narrative:
The sodium electrode lot number was m74 with an expiration date of 06-jul-2024. The potassium electrode lot number was w45 with an expiration date of 07-jul-2024. The chloride electrode lot number was h13 with an expiration date of 16-apr-2024. The field service engineer replaced the reference electrode. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found an issue with the sipper and vacuum nozzle which he replaced along with valves. He ran checks to verify the system's performance. The investigation determined the service actions resolved the issue. As the qc recovery was within acceptable ranges, there was no indication of a performance issue with the reagents. The analyzer alarm trace contained multiple abnormal aspiration and sample short alarms on the date of the event near the time the sample was processed.